Event description:
Account alleged that the head hilow is drifting slowly down.

Manufacturer narrative:
Account replaced the hilow valve, but the head is still drifting. Technician suggested account replace the rod lock valve. Repair unk, hill-rom attempted to contact the account for resolution and was unsuccessful. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.